Manufacturer narrative:
Follow-up #1 date of submission 03/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows no activity outside normal use. The occlusion sensitivity was changed to high on the reported date, and no high force is observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powers up normally and an ezprime was successfully performed. The pump was exercised for 24 hours with no alarms occurring during testing. The force sensor calibration reading was found to be at the highest count specification. An occlusion was induced during investigation and the pump emitted the appropriate audio-visual alert. There was no damage found to the power or force sensor circuits.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.